Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the lead was attempted to be implanted but not used due to a helix issue. The lead was placed but the helix would not extend with more than 25 turns. The lead was removed from the body and the helix finally deployed after more than 20 turns on the operating table. The mechanism popped and the helix finally deployed. The physician was not comfortable using the lead so the lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.